Event description:
During testing the customer found that there was a leak in the pneumatic hose of the maestro drill. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Device investigation was performed and a hole in the pneumatic hose was confirmed.